Event description:
It was reported that the device was explanted due to no telemetry and no output. No patient complications have been reported as a result of this event.

Event description:
Asku

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Evaluation summary: preliminary analysis confirmed the no output and no telemetry conditions. Further analysis revealed that the no output and no telemetry conditions were due to lifted output bondwires.